Event description:
Initial (29-sep-2023): this serious medical device incident reported via email refers to a female consumer whose age was not reported. On an unreported date a consumer used compound w nitrofreeze to treat a plantar wart. Upon initial activation, the consumer attempted to activate the product by turning it until it clicked, pushed the product down twice on a flat countertop surface for two seconds when the top flew off and spilled out nitrous oxide. No injuries were reported. The product was purchased at brick and mortar retailer with an unknown shipping condition. Prior to use, the product was stored in the consumers air conditioned home for less than 24 hours. Meddra version 26.0. Expectedness: device expulsion: unexpected. According to the company reference safety information. Follow up (24-jan-2024). The investigation from manufacturer is now complete. Updates have been made to the FDA device codes; no other updates were made to the case. Meddra version 27.1.